Manufacturer narrative:
The insulin pump passed the functional test including the displacement, occlusion, prime and excessive no delivery tests. No unexpected battery out limit alarms were noted. The insulin pump currents were within specification. The insulin pump had intermittent up arrow button response due to corroded keypad trace. No frozen display was noted.

Event description:
The customer initially called to report that the insulin pump giving alarms and not responding to any button presses. The customer was advised to remove the battery from the insulin pump as this may be an issue with electro static discharge. The customer's husband later called stating the customer was hospitalized for high blood glucose and the reading was 365 mg/dl. The husband stated that the insulin pump was still experiencing problems with the buttons after the troubleshooting that was performed. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.